Event description:
It was reported the product was received in a single sterile package instead of the expected double sterile packaging. The deviation was identified during inspection of the external packaging prior to use, and the device remained unopened and was not used. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ femur. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.